Event description:
Reporter stated that the urisys 1100 instrument reported a false negative for erythrocytes, while a visual reading of the chemstrip indicated a value 50 ery/microliter. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to the FDA.